Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine hard disk drive was evaluated and reformatted. The associated cine pcb assemblies were also removed and reseated during the svc event. The system was tested and found to be working as intended and returned to service.